Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable loop recorder (ilr) had false detection due to intermittent undersensing. The ilr was reprogrammed. No patient complications have been reported as a result of this event.